Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign matter at the tip was blockage of the pipe protecting the forceps elevator wire (k-pipe). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter at the tip due to blockage of the pipe protecting the forceps elevator wire (k-pipe). There was no patient involvement.